Event description:
A surgeon reported that following an intraocular lens (iol) implantation procedure, there has been no correction and it has rotated considerably. Additional information has been requested.

Manufacturer narrative:
Evaluation: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).